Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and a blood glucose (bg) level in the 300s (mg/dl). Reportedly, the customer was ill with diverticulitis and also suspected the pump settings were incorrect. Customer went to the emergency room and was treated with insulin drip, diverticulitis medication, and nausea medication to resolve the issue. Customer was released six hours later with no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.